Manufacturer narrative:
The customer called phillips and requested a philips field service engineer (fse) to come onsite to collect central station data logs and provide activity results for bed label 2028 from (B) (6) 2010 thru (B) (6) 2010. The fse collected the logs. The customer's biomed informed philips in a follow up telephone conversation that the monitor was not a factor and was working as intended. No allegation of a failure to alarm or any issue with the monitor, the hospital's administration only wanted the data logs to be analyzed and the results of the review communicated to them. The customer stated that there was no patient death or serious injury and that is the only information that could be provided. Data log excerpt from the bed label requested was provided on 28may10. Based on the data log analysis, we will consider that a serious injury occurred as there were many red alarm events during the time period requested. We will not consider this a device malfunction, as the monitor was alarming both audibly and visually and no information provided supports that the device was a factor in the serious injury. Device labeling (instructions for use) adequately describes inops and alarms. No further investigation or action is warranted. (B) (4).

Event description:
The customer called philips to request a philips field service engineer (fse) to go onsite and collect and review the central station logs. There was no allegation of a death or serious injury.